Event description:
It was reported that the patient presented with high pacing lead impedance on the right ventricular lead. The lead trend revealed the impedance had increased gradually. Right ventricular capture thresholds were also high. The patient had not suffered any adverse effects from the out of range impedance. On (B)(6) 2017, the patient presented in the operating room for a device upgrade and to cap and replace the lead. The procedure was successful and the patient left in stable condition.